Event description:
It was reported during routine device change-out due to eri, externalized conductors were observed via diagnostic imaging. The lead was capped and replaced. The patient was well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.